Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. Boston scientific technical services (ts) was contacted for data review. It was discussed that the shock was most likely delivered due to myopotential over-sensing and decreased r-wave amplitude measurements. Provocative maneuvers were performed which reproduced noisy signals and the device was subsequently reprogrammed to the secondary vector. Recently, the patient received another inappropriate shock due to over-sensed myopotential noise. The physician elected to explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. Boston scientific technical services (ts) was contacted for data review. It was discussed that the shock was most likely delivered due to myopotential over-sensing and decreased r-wave amplitude measurements. Provocative maneuvers were performed which reproduced noisy signals and the device was subsequently reprogrammed to the secondary vector. Recently, the patient received another inappropriate shock due to over-sensed myopotential noise. The physician elected to explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. Boston scientific technical services (ts) was contacted for data review. It was discussed that the shock was most likely delivered due to myopotential over-sensing and decreased r-wave amplitude measurements. Provocative maneuvers were performed which reproduced noisy signals and the device was subsequently reprogrammed to the secondary vector. Diagnostic imaging is expected to be performed to verify the system integrity, but has not yet occurred. Requests were made regarding the event resolution, but no further information was provided. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported. Recently, another inappropriate shock was recorded due to t-wave over-sensing. It was stated that the system is pending explant, but this has not yet occurred.